Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. Visual inspection confirmed the unit had an ejected cartridge assembly. The device was returned with an extra pin. There was evidence that the extra pin had been manufactured into the device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during wedge/segmental resection, it was slightly hard for the surgeon to clamp the tissue. After the clamping the tissue and started fire the device, however the surgeon felt something was strange then the surgeon stopped firing, checked the cartridge and noticed the resin part of the cartridge was disengaged from the device. As the device did not resect and staple at all ,no damage caused on the tissue. The procedure was completed with another device. The status of the patient: no problem.